Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The inform ii meter serial number was (B)(6). The test strips were no longer available for return. The patient was drawn from the right femoral artery. Product labeling states the intended use of the system is to "quantitatively measure glucose (sugar) in venous whole blood, arterial whole blood, neonatal heelstick, or fresh capillary whole blood samples drawn from the fingertips as an aid in monitoring the effectiveness of glucose control." When using venous or arterial samples, the package insert states: ¿ caution should be taken to clear arterial lines before blood is drawn. ¿ to minimize the effect of glycolysis, blood glucose determination with venous or arterial blood must be performed within 30 minutes of sample collection. ¿ avoid air bubbles with the use of pipettes. ¿ fresh venous and arterial blood samples containing the anticoagulants edta, lithium heparin, or sodium heparin are acceptable. Iodoacetate or fluoride-containing anticoagulants are not recommended. ¿ refrigerated samples should be brought to room temperature slowly prior to testing. As the product was not returned, a specific root cause could not be determined.

Manufacturer narrative:
Qc and linearity tests passed on the meter. The product was requested for investigation. The test strip lot number and expiration date were not provided. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter + rf. At 4:35 a.m., the patient presented with low blood sugar. At approximately 4:45 a.m., a dextrose (d50) IV was started in the right upper limb. At 5:40 a.m., an arterial sample (right femoral) was drawn, and the result from the meter was 20.6 mmol/l. At 5:42 a.m., the result from a finger stick (left index) was 6.9 mmol/l. The result from the finger stick was believed to be correct.